Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Event description:
It was reported that, 3 weeks prior to this report, the healthcare provider (hcp) saw the patient for a refill. At that time, the eri was to occur in 3 months. A couple of nights after this refill, the hcp received a call from the patient stating that her ¿battery¿ was alarming. The patient went to see the hcp and the eri alarm had occurred, so the surgery date was moved up to (B)(6). On the date of this report, the healthcare provider (hcp) went to update the pump to program a priming bolus, in order to fill the catheter after a side port aspiration, which went fine. The hcp¿s policy was to do a side port aspiration in order to confirm catheter patency prior to replacing the pump. After the update, telemetry confirmed that the pump had stopped. The simple continuous tab was blank where the daily dose should have been. After the pump stopped, the hcp read the pump logs and saw that safe state and low battery reset alarm occurred on the report date. The normal pump refill logs were also present, but there was no indication that a priming bolus was done after the pump update. It was confirmed that the reservoir volume had gone down from 28.4ml to 28.3ml, which was noted to be an indication that the priming bolus had been successfully programmed. The device system was used to deliver lioresal. It was later reported that, on 2014 (B)(6) following the successful dye study procedure, the patient felt a brief period of withdrawal. It was noted that the patient was high functioning and a good historian. The pump was replaced the following day because the normal eri or end of service (eos) occurred. This was confirmed by pump logs. However, there was some confusion by the hcp and patient that early eos may have occurred. Following the pump replacement, a full priming bolus was done, as the catheter was cleared of drug prior to the priming bolus. The pump was programmed to flex dosing. The pump was being returned to the manufacturer to confirm any issues with the pump. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j11411r32, implanted: 2003 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that, on (B)(6) 2014, the elective replacement indicator (eri) alarm began. At that time, the physician programmer indicated that the replace by date was (B)(6) 2014. On (B)(6) 2014 at 11:00am, the physician assessed the side port to assure catheter patency prior to pump replacement and 2ml of clear fluid was withdrawn. During programming of the priming bolus, a critical alarm began. The healthcare provider (hcp) called a manufacturer representative and they were unable to confirm that the patient received the priming bolus. The pump replacement was then moved up to the following day. Pump logs indicated that pump was slowed to minimum rate. The hcp was able to restart the pump with the same dose as prior to the side port aspiration. At this time, the eri was reportedly showing 2 months. However, it was unclear whether this was referring the eri or end of service (eos), as the eri was reported to have already occurred. The patient was admitted, as the physician recommended that the patient be hospitalized until the unreliable pump was replaced. On the same date at 3:20pm, the patient called the hcp¿s office to report withdrawal symptoms, which included itchiness and increased leg spasming. The patient started taking oral baclofen and periactin and the symptoms resolved 1-2 hours late. The following day, the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.